Manufacturer narrative:
Manufacturing and quality control data: the progav® shunt system was manufactured by a qualified employee in may 2021. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® 2.0 shunt system is comprised of a progav® adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o and a shuntassistant® fixed pressure valve with a fixed pressure range of 20 cmh2o. The shunt system was inspected as article fv441t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, minimal deposits were found in shuntassistant®. Results: based on our investigation, we are unable to substantiate the clinical claim of occlusion and of non-adjustability. At the time of our investigation, the valves were shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fv441t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be blocked and was not able to be adjusted. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 65 centimeters (cm). Weight: (B)(6).